Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the actual lead was not returned. Performance data was collected from the lead and was analyzed. The lead integrity alert triggered patient alerts for lead failure predictor on (B)(4) 2011 and (B)(4) 2011. Oversensing was noted with ventricular non-sustained tachycardia at less than or equal to 180 ms between (B)(4) 2011 23:08:24 and (B)(4) 2011 09:39:59. The least fixed point high rate was less than or equal to 190 ms average v-cycle on (B)(4) 2011 in the timeframe between 10:54:37 and 11:34:51. Interference/noise was noted. And ventricular short interval count equaled 81.2 counts average per day, in 5.06 days, between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic with oversensing on the ventricular lead that had been implanted about a month earlier. An x-ray taken the day after implant revealed that the ventricular lead was not fully inserted into the pace/sense port of the device. The patient was taken to the electrophysiology lab where the device was removed and the leads removed from the device and tested on the analyzer. Normal values were noted. The lead was reinserted into the device and the device re-implanted into the patient. The lead and device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the clinic with oversensing on the ventricular lead that had been implanted about a month earlier. An x-ray taken the day after implant revealed that the ventricular lead was not fully inserted into the pace/sense port of the device. The patient was taken to the electrophysiology lab where the device was removed and the leads removed from the device and tested on the analyzer. Normal values were noted. The lead was reinserted into the device and the device re-implanted into the patient. The lead and device remain in use. No patient complications have been reported as a result of this event.